Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic radical resection of colorectal cancer, when on colon anastomosis, the safety pin broke. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the green bar was not visible in the indicator window and the safety feature was broken. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Functional testing found that the wing nut functioned properly but the safety was broken off. It was reported that the safety pin broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if if the latch is forced into disengagement prior to green indicator visibility. The evaluation detected an unreported condition of no traces of knife impression that has no relationship to the reported condition. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. When firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.